Event description:
It was reported that, during tka case, distal femur was cut as standard plan however the lateral cut check said it was correct per cut guide plate but when trailing there was a significant gap between lateral condyle and implant. Doctor cemented tibia bone into the gap for balance. The patient outcome is unknown.

Manufacturer narrative:
H10: h3, h6: the device was used in treatment and it was reported a significant gap between lateral condyle and implant when trialing. DHR review found that the software version (navio 6) has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for the user for cut guide placement and usage. We could confirm there was a relationship established between the reported event and the device. The log files and case screenshots were returned and evaluated. Review of the case screenshots and discussion with the reporter found that the most likely scenario is that the ap cut guide moved. While the ap cuts could have been correct from a visual perspective, there is a chance that the cut was actually angled. This can only be verified using a point probe, which the user did not do. Even though all surfaces appeared to be flat, they could have been angled with respect to each other, which could have caused the problem. The reporter noted that after distal burring and preparation of the pilot holes for the ap cutting block, the ap cutting block was not shifted anteriorly to prevent a notch. Also, it was reported that only 1-2 pins were used with the cut block. If one pin was used, there is a high chance that the cutting block could have moved and if 2 were used, there is still a high chance that the block could have moved, depending on how the two pins were placed. The error was due to surgeon technique. The malfunction was due to a user error.